Event description:
This is a spontaneous case report received from an adult female consumer in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer stated that the pain was unbearable. She bloated 4 sizes during her period. Her coil moved then her uterus absorbed it and caused endometriosis. Bladder infections got so bad she thought she had kidney stones, but it was the coil. The doctors found her bladder had collapsed from the weight of her uterus. She ended up with migraines to where she was throwing up; that was gone now that she had the hysterectomy at the age of (B)(6). She was going through full menopause at the time of the report and had to have hormone pills for the rest of her life. The events were considered as related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain after essure (fallopian tube occlusion insert) insertion. According to her, her coil moved then her uterus absorbed it. She underwent a hysterectomy. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during device insertion and can result in pain. In this particular case, the exact mechanism of essure movement into the uterus is not known. Although this case lacks medical confirmation and detailed information for a comprehensive causality assessment; given events' nature causality with the suspect insert cannot be excluded. In this case, consumer also mentioned she was diagnosed with endometriosis; this condition could be an alternative explanation for her pain and also a possible medical reason for the performed hysterectomy. Nevertheless, based on the information available, company cannot exclude this surgery was a consequence of essure therapy (due to device movement into the uterus). Therefore, this case is regarded as an incident. A product technical analysis and further information are being sought.

Manufacturer narrative:
(B)(4). For cases where a device failure during insertion s reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Follow-up received on 18-apr-2016. Despite follow-up attempts, no response was given to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain after essure (fallopian tube occlusion insert) insertion. According to her, her coil moved then her uterus absorbed it. She underwent a hysterectomy. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during device insertion and can result in pain. In this particular case, the exact mechanism of essure movement into the uterus is not known. Although this case lacks medical confirmation and detailed information for a comprehensive causality assessment; given events' nature causality with the suspect insert cannot be excluded. In this case, consumer also mentioned she was diagnosed with endometriosis; this condition could be an alternative explanation for her pain and also a possible medical reason for the performed hysterectomy. Nevertheless, based on the information available, company cannot exclude this surgery was a consequence of essure therapy (due to device movement into the uterus). Therefore, this case is regarded as an incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), pelvic pain ('pain') and embedded device ('coil moved then her uterus absorbed it/migration/malposition of the right essure coil into the uterine cavity.') In an adult female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and cervicitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal distension ("bloated 4 sizes during my period"), endometriosis ("endometriosis"), cystitis ("bladder infections"), bladder prolapse ("doctors found my bladder had collapsed from the weight of my uterus"), migraine ("migraines") with vomiting, menopause ("menopause") and device dislocation ("essure coil identified within the right cornea portion of the fallopian tube,extending into fundic myometrium and into the endometrial cavity.malposition of the right essur coil into the uterine cavity."). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salplngo-oopnorectomy). Essure was removed on 18-feb-2016. At the time of the report, the uterine perforation, pelvic pain, embedded device, abdominal distension, endometriosis, cystitis, bladder prolapse, migraine, menopause and device dislocation outcome was unknown. The reporter considered abdominal distension, bladder prolapse, cystitis, device dislocation, embedded device, endometriosis, menopause, migraine, pelvic pain and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: need for additional surgery. Discrepancy noted : essure removal date as per mr is (B)(6) 2016. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality-safety evaluation of ptc(product technical complaint) on 4-dec-2020: medical record received no new significant information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), pelvic pain ('pain') and embedded device ('coil moved then her uterus absorbed it/migration/malposition of the right essure coil into the uterine cavity.') In an adult female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and cervicitis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal distension ("bloated 4 sizes during my period"), endometriosis ("endometriosis"), cystitis ("bladder infections"), bladder prolapse ("doctors found my bladder had collapsed from the weight of my uterus"), migraine ("migraines") with vomiting, menopause ("menopause") and device dislocation ("essure coil identified within the right cornea portion of the fallopian tube,extending into fundic myometrium and into the endometrial cavity.malposition of the right essur coil into the uterine cavity."). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salplngo-oopnorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, embedded device, abdominal distension, endometriosis, cystitis, bladder prolapse, migraine, menopause and device dislocation outcome was unknown. The reporter considered abdominal distension, bladder prolapse, cystitis, device dislocation, embedded device, endometriosis, menopause, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted : essure removal date as per mr is (B)(6) 2016. Most recent follow-up information incorporated above includes: on 2-dec-2020: mr received: reporter, lot number, medical history and rcc added. Device dislocation event added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), pelvic pain ("pain") and embedded device ("coil moved then her uterus absorbed it/migration") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal distension ("bloated 4 sizes during my period"), endometriosis ("endometriosis"), cystitis ("bladder infections"), bladder prolapse ("doctors found my bladder had collapsed from the weight of my uterus"), migraine ("migraines") with vomiting and menopause ("menopause"). The patient was treated with surgery (she will have surgery to remove the essure on (B)(6) 2017.). At the time of the report, the uterine perforation, pelvic pain, embedded device, abdominal distension, endometriosis, cystitis, bladder prolapse, migraine and menopause outcome was unknown. The reporter considered abdominal distension, bladder prolapse, cystitis, embedded device, endometriosis, menopause, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: need for additional surgery. Quality-safety evaluation of ptc: for cases where a device failure during insertion s reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 17-nov-2017: legal claim received: the essure insertion date was updated to (B)(6) 2008. New events were also reported: migration, perforation. She will have surgery to remove the essure on (B)(6) 2017. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).